Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator¿s screen went blank and ventilator was alarming with message ¿ventilator inoperative (vent inop), replace vent¿. After transfer, the short self test (sst) was ¿unavailable¿ and multiple background codes were observed in the ventilator logs. The device was available for evaluation. Although it was indicated that the ventilator was inoperative, a review of the ventilator logs showed only one code listed that would impact ventilation by the device entering backup ventilation (buv). The service personnel (sp) inspected the ventilator, reviewed the logs and identified multiple background codes. Based on the code that indicated the device entered into buv, sp replaced the pneumatic interface (pi) printed circuit board assembly (pcba). No repair was needed for the other codes. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported issue of the ventilator alarming and message to replace the ventilator, at which time the device entered into buv, was isolated in the field to a potential fault in the pi pcba. The additional codes reported were alerts with no action required. The reported blank screen would occur after powering the ventilator off and then back on at which time the sst would not be allowed and the power on self test (post) would fail until the inoperative state of the ventilator is resolved by passing extended self-test. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator¿s screen went blank and ventilator was alarming with message ¿ventilator inoperative (vent inop), replace vent¿. The patient was transferred to an alternate ventilator without injury. After transfer, the short self test (sst) was ¿unavailable¿ and multiple background codes were observed in the ventilator logs.

Manufacturer narrative:
Update to section d unique identifier (UDI) # section d9 updated due to part return section h6 evaluation codes were updated due to analysis of returned part conclusion code (annex d) remove d02 and add d15 component code (annex g) remove g02005 and add g07001 h3 device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator¿s screen went blank and ventilator was alarming with message ¿ventilator inoperative (vent inop), replace vent¿. After transfer, the short self test (sst) was ¿unavailable¿ and multiple background codes were observed in the ventilator logs. The device was available for evaluation. Although it was indicated that the ventilator was inoperative, a review of the ventilator logs showed only one code listed that would impact ventilation by the device entering backup ventilation (buv). The service personnel (sp) inspected the ventilator, reviewed the logs and identified multiple background codes. Based on the code that indicated the device entered into buv, sp replaced the pneumatic interface (pi) printed circuit board assembly (pcba). No repair was needed for the other codes. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. The pi pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. Although the pi pcba was replaced in the field, the returned component was analyzed and tested satisfactorily. With the information available, the likely cause of the reported issue of the ventilator alarming and message to replace the ventilator, at which time the device entered into buv, was a transient out of range inspiratory pressure measurement. The additional codes reported were alerts with no action required. The reported blank screen would occur after powering the ventilator off and then back on, at which time the sst would not be allowed and the power on self test (post) would fail until the inoperative state of the ventilator is resolved by passing extended self-test. The events are included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.